Event description:
Customer reported that on an intermittent basis that sometimes they have to cycle the power switch 3 times before the workstation will fully boot.

Manufacturer narrative:
Gehc service personnel determined that the intermittent power up issue is due to a failing single board computer. Customer provided with a repair quote to repair the system. At this time the call is being closed as incomplete. When the customer requests repair the system will be repaired.